Manufacturer narrative:
A review of the manufacturing paperwork was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met.

Event description:
The pt presented with a popliteal aneurysm. Two viabahn devices (8x15 and 9x10) were advanced through a 9 fr bright tip terumo introducer sheath over a 0.035 inch rosen guidewire to the target site and positioned. During a final fluoro run following removal of the delivery catheters, the physician noticed a small radiopaque marker distal to the 8x15 viabahn device. The olive tip had broken off the 8x15 distal end of the 8x15 viabahn device delivery catheter. The physician was able to remove the tip from the pt. The pt was fine at the end of the procedure.